Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump is alarming for no disposable, pump will not run. The patient was instructed to hit the start and stop button to silence the alarm, the settings were reviewed and the pump was powered off. The clamp was closed and the cassette was removed. The patient was instructed to gently tap the cassette to disperse air bubbles in the line and to press the green release. The cassette was replaced and the pump was powered on, but the pump continued to alarm. The pump was powered off, the cassette was removed and gently tapped, the line was massaged to disperse air bubbles in the line and the green release was pressed. The cassette was replaced and the pump was powered on, but the pump continued to alarm. The pump was powered off and the clamp nearest the port was closed. The patient was advised to call the clinic for further instructions. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.